Manufacturer narrative:
(B) (4). Eval, results/conclusion: (migration), (disease progression and aortic neck dilatation and angulation).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 39 months ago, and the bifurcated stent graft was reportedly implanted low at the time of implant. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt returned for a f/u approx 1 month ago, and the CT demonstrated that the stent graft has migrated approximately 10 mm distally without an endoleak. At the time of the migration, the aortic neck was angulated 45 degrees and reverse funnel-shaped, ranging from 28 mm in diameter at the renal arteries to 30 mm in diameter at 15 mm below the renal arteries. The cause of the migration was attributed to disease progression with aortic neck dilatation and angulation. The physician elected to intervene by implanting a 32 mm talent cuff, which successfully resolved the migration. No add'l clinical sequelae reported, and the pt is fine.